Manufacturer narrative:
A tecan field service representative (fse) was dispatched to evaluate the report of the front panel falling. The fse replaced the gas spring as it was past the expected lifetime (i.e. 3 years). During the last routine preventive maintenance intervention, the gas spring was not replaced in error. A CAPA has been opened to investigate the issue. The evo 150 front panels are made of plexiglass and are light (<4.5kg) and have been assessed in the past to not cause a serious injury. However, in an abundance of caution, due to prior events on larger and heavier, though similar models that resulted in moderate injuries (and for which mdrs were filed), a MDR is being filed.

Event description:
The laboratory called to report that one of the door hinges is starting to fail and the front panel hit the operator on the head. There were no injuries (e.g. Bumps, bruises, cuts, etc) and no medical attention required. The problem started about a week ago and seems to get worse as we open and close the door (front panel).